Event description:
It was reported that during a da vinci-assisted revision-sleeve to bypass procedure, tissue was pushed forward and out of the jaws while firing a sureform 60 stapler instrument equipped with a sureform 60 blue reload. Staples were subsequently noted loose in the operative field, and stomach tissue was damaged, resulting in approximately 50ml of bleeding. Revision of the gastric pouch was required; however, the additional tissue resection did not affect completion of the procedure or the patient outcome. The same stapler instrument was used to perform the revision. The cause of the incident remains unknown. There were no error messages indicating tissue too thick, and the surgeon did not fire over an existing staple line, as the firing was performed adjacent to the primary staple line. The loose staples were removed using a third-party suction device. The procedure was completed with a delay of less than 15 minutes, and the patient did not experience any postoperative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 60 stapler instrument or the sureform 60 blue reload product to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument, (lot number: k11260123-0385), was installed on the system 6 times and fired 6 stapler reloads (5 blue, followed by 1 white). On each install, all clamp attempts were successful. On install 1, 2, and 4-6, the firings were each completed with no pauses for compression. On install 3, the firing was completed with 1 pause for compression. There were no stapler related errors in the system logs.